Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report. Current repair. Product evaluation. Product review of the skin graft mesher sn 6451 by dover on (B)(6) 2020 revealed that the gears and collars were replaced on the cutters as cutter 1:5 and 2:1 failed. The pre-calibration and test cut could not be performed due to a bent comb and the gear had visible wear. Product repair. Repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: comb and gear on device and gears and collars on cutters the device, serial number (B)(4), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device had worn gears. Evaluation investigation of the device found it to have a bent comb. No adverse events were reported as a result of this malfunction.